Manufacturer narrative:
It was reported that the shower bag's clip on the strap broke. The shower bag was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the shower bag failed visual examination due to a broken clip. The broken clip did not allow the shower bag to adequately carry the system. The most likely root cause of the reported event can be attributed, but not limited to deterioration and/or due to the handling of the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual instructs patients to shower while on hvad support until they have received permission from their clinician to do so and only then with a heartware shower bag. All patients and caregivers should be trained on shower bag operation prior to use to ensure safe and appropriate use. These instructions include warnings to not allow water or other fluids to enter the controller. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was using her shower bag while in the shower and noted that the fastener clip on the strap broke as she depressed it. The shower bag was removed from use. There were no patient consequences associated with this event. No further information was provided.